Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 UDI, expiration date; g3; h2; h4. The following sections were corrected: d1; d4 catalog number. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. H6: component code: mechanical (g04) - stem. Product was returned and evaluated. Visual examination of the returned product identified visible damage visible to the trunnion and neck of the device. The porous coating on the body also had foreign debris embedded in the surface. The dimensions were measured were found to be within product specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9, g3; h2. The following sections were corrected: d4 lot. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately four years post implantation due to a pain, inability to ambulate, and a loose and undersized stem. During the procedure, it was noted that the stem appeared undersized and there was potential subsidence. The stem and liner were removed and replaced. It was reported that no additional information on the reported event is available at this time.